Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Record is being cancelled as it was opened in error. A supplemental report will be submitted upon completion of our investigation.

Event description:
Record is being cancelled as it was opened in error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while performing another service, the getinge field service engineer broke the cardiosave intra-aortic balloon pump (iabp) front end board connector pin while replacing the front end board back into the iabp. There was no patient involvement.